Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member regarding a patient who was implanted with a neurostimulator for parkinsonian tremor. It was reported that an elective replacement indicator (eri) message was encountered. The caller stated the implantable neurostimulator (ins) had only been put in less than a year ago and thought the battery reached eri too quickly. There were no symptoms reported and the caller was directed to contact their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.